Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had insulin pump failure and they mentioned that they had reservoir failure as well. The customer's blood glucose was unknown at the time of incident. The insulin pump and reservoir was not returned for analysis.